Event description:
The complainant reported that during the therapeutic implant of the device, the peel-a-way sheath began to peel along the perforation, but then completely broke off at approximately 1 cm down. All of the pieces remained outside of the pt. The nurse was able to complete the procedure using this device. The complainant reported that there were no adverse affects to the pt as a result of the reported malfunction.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.